Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - h4: device manufacture date, h6: investigation type, findings, and conclusions, h8, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient developed a rash from the 72r electrodes while using with the device. The patient stated that he developed a rash from the 72r electrodes. The patient stated that he changed them every 2 to 3 days and rotated the position on his skin. The patient wears the electrodes on his lower back and has sensitive skin. The patent stated that he cleans the area with alcohol wipes. The patient spoke with his dermatologist and was told to stop wearing the unit. The patient was advised to take a break in treatment until his skin is fully healed and then conduct a time test with the 63b electrodes. The 63b electrodes have been sent to the patient. No further consequences have been reported. The spinalpak device was not returned for evaluation.

Event description:
It was reported that the patient developed a rash from the 72r electrodes while using with the device. The patient stated that he developed a rash from the 72r electrodes. The patient stated that he changed them every 2 to 3 days and rotated the position on his skin. The patient wears the electrodes on his lower back and has sensitive skin. The patent stated that he cleans the area with alcohol wipes. The patient spoke with his dermatologist and was told to stop wearing the unit. The patient was advised to take a break in treatment until his skin is fully healed and then conduct a time test with the 63b electrodes. The 63b electrodes have been sent to the patient. No further consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.